Event description:
The customer states by moving the interconnect cable the c-arm loses power and reboots itself. He does not know if it happened during a case or before. No pt injury occurred.

Manufacturer narrative:
The service rep replaced interconnect cable. System operates as intended.